Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer's blood glucose value was unknown. Troubleshooting was performed. The customer stated that they were unable to clear the alarm and not able to rewind the insulin pump. The reported that the insulin pump had unexpected restart. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.